Event description:
It was reported that the unit was in two pieces. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown. No information has been provided to date. Device evaluation: one device was received for investigation. Upon visual inspection a cracked tank cover, corroded drain fitting, and the front cover is broken off of the enclosure. The front cover was taped onto the enclosure confirming the customer complaint. It was determined either the device was dropped or the front cover was awkwardly taken off the enclosure. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action was taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.